Manufacturer narrative:
Unit received with blank display due to moisture damage on the electronic stack. No watchdog alarm or anomaly noted after battery install. No moisture damage on the motor noted. Unable to perform self-test, restart error test, displacement test, rewind, basic occlusion test, occlusion test, operating currents, prime and compromised force system sensor test, off no power test and excessive no delivery test due to blank display. Unit received with cracked reservoir tube lip, minor scratched display window, cracked case at display window corner.

Event description:
The customer reported via phone call that the insulin pump was exposed to fluid. Customer's blood glucose was unknown at the time of incident. Troubleshooting found that the pump also has a constant audible tone that cannot be cleared. Customer was advised to discontinue use of the device and revert to a back-up plan per their doctor's instruction. The customer was also advised that the device would be replaced and agreed to return the product for analysis.